Event description:
A catheter break was reported. Operation notes from (B)(6) 2012 listed a failed intrathecal catheter as a preoperative diagnosis. In the procedure details, it was noted that no flow of cerebral spinal fluid (csf) could be obtained even with aspiration. On attempting to remove the intraspinal portion of the catheter, it became immediately obvious that the catheter was broken and separated at the level of the lamina. The intraspinal portion therefore could not be retrieved. The replacement spinal segment catheter was placed and connected to the existing catheter. Good distal flow of csf was confirmed. The estimated blood loss from the procedure was 10ml. It was noted that there were no complications. The patient was taken to the recovery room in satisfactory condition. The pump was infusing dilaudid (hydromorphone). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).